Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During asnis micro surgery, a tip of a screw driver broke. Surgeon used other driver and finished the surgery.

Manufacturer narrative:
The reported incident that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. The root cause of this breakage issue has been identified as a design issue. This problem has been reported through nc (B)(4) and is now addressed by CAPA (B)(4). A credit note will be provided. The device inspection revealed the following: tip breakage was verified. Given the nature of the returned device, a dimensional inspection could not be performed. Given the nature of the returned device, a functional inspection could not be performed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During asnis micro surgery, a tip of a screw driver broke. Surgeon used other driver and finished the surgery.